Manufacturer narrative:
Combination product: yes.

Event description:
It was reported there was an inability to interrogate this device. A forced interrogation was also unsuccessful. All troubleshooting procedures to establish communication with the device were exhausted. The patient reports being shocked 20 times in (B)(6) 2024. The device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.